Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure, and received third-party treatment of juice, sugar, or food provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in date of event is the date abbott diabetes care became aware of the event. N/a was selected for premarket identification as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue were observed. Attempted to scan the returned sensor with evaluation module (evm) but was unsuccessful. The evm was reset, and the sensor was scanned again but the sensor did not scan leading to an unsuccessful data extraction. An extended investigation was conducted. Visual inspection was performed on the returned sensor, and no issues were observed. The customer reported to have observed event 57r2 (a clock loss event that indicates the reader has recognized the clock for its bluetooth low energy (ble) module is not operating at the correct frequency and the module has reset itself to correct the issue) in the event log. This observation indicates the sensor was unable to scan due to repeated bluetooth module restarts causing multiple re-pairing cycles with the sensor. The repeated re-pairing cycles then lead to an unintended battery drain that results in a sensor that does not scan due to a lack of power. The root cause of the reported issue is unintended sensor battery depletion caused due to atypically frequent clock loss events from the reader's ble module. Therefore, the issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check again in 10 minutes" message on the abbott diabetes care (adc) device and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/or seizure, and received third-party treatment of juice, sugar, or food provided by a non-healthcare professional. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.